Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was provided from the surgeon on (B)(6) 2014. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration device implementation, the express delivery system (eds) would not release. The shunt was removed and a new shunt was implanted; the sclera was damaged and excessive aqueous outflow occurred. In a follow up, the surgeon reported that the eye pressure decreased, the anterior chamber became shallow and a choroidal detachment occurred. Additional information is not expected.